Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure, wear and tear damaged block assembly, front cover, pole clamp. Faded line cord. Outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from a crack in the enclosure confirming the customer complaint. The root cause of the reported issue was found to be wear and tear from customer use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.